Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. As per the investigation procedures creases, deformation, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "baker 3 [capsular contracture] on left and has had a couple of fluid aspirations to rule out biaalcl" confirmed with MRI. Affected side is left. The device has been explanted and replaced.

Event description:
Healthcare professional reported "baker 3 [capsular contracture] on left and has had a couple of fluid aspirations to rule out biaalcl" confirmed with MRI. Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "fluid aspirations".